Event description:
It was reported that a dog underwent a cesarean section on (B)(6) 2015 and suture was used. On (B)(6) 2015, the dog underwent another procedure and it was noted that the suture had broken.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.